Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient's fiancé stated that on (B)(6) 2025 at 1:00am, the cgm was showing "low" and the patient started "making corrections" to bring their blood glucose level up. The patient was nauseous, felt sick and passed out. Emergency medical technician's were called and when they checked the bg it was 490 mg/dl. It is unknown what the cgm was displaying during that time. At the time of the report, the same day as the event, the patient was in the emergency room and still did not feel good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with low cgm reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.